Event description:
It was reported that x-rays were taken after surgery in the hospital and one of two leads were fractured. The reporter stated that no one was responding or cared. Additional information received reported that ¿it may be under control.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).